Event description:
It was reported that the patient contacted heartline with concerns regarding the mobile power unit (mpu) due to the recall letter sent. The patient experienced a no external power alarm at the time of the event and confirmed that the mpu ac power cord came loose at the wall outlet. Additionally, the mpu was confirmed to not have a v-lock connector on the ac power cord. The ac power cord did not come loose at the back of the unit. There were no environmental circumstances that could have affected ac power at the time. No log files were provided, and no patient consequence was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was not confirmed. There were no photos or log files submitted for review. It was reported through heartline that the patient called to report that they received a letter regarding the recall of the mobile power unit (mpu). There was no patient consequences reported, the mpu is still in use; it was not returned for analysis. The unit will be replaced in june when inventory is available. Further investigation will be performed if the mpu is returned for evaluation. Per the information provided, the root cause for the no external power alarm was determined to be user error by the ac cord coming loose from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device (lvad), including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was not confirmed. There were no photos or log files submitted for review. It was reported through heartline that the patient called to report that they received a letter regarding the recall of the mobile power unit (mpu), serial (B)(6). There was no patient consequences reported, the mpu is still in use; it was not returned for analysis. Further investigation will be performed if the mpu is returned for evaluation. Additional information provided stated that the patient experienced a no external power alarm and confirmed that the mpu ac power cord came loose at the wall outlet. Additionally, the mpu was confirmed to not have a v-lock connector on the ac power cord. The ac power cord did not come loose at the back of the unit. There were no environmental circumstances that could have affected ac power at the time. There were no log files of the event available. Per the information provided, the root cause for the no external power alarm was determined to be user error by the ac cord coming loose from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.